Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in the operating room for a normal device implant. During the procedure the rv lead was placed with no issue. When attempting to place the lv lead, the physician dissected the cs, but was unaware as there were no signs of any issue. Physician was having trouble with placing the lv lead, and so removed the lead for a venogram. Venogram revealed lead and sheath were in the endocardial space. The sheath was removed, and the patient's pressure dropped. A thoracotomy was performed, and the patient was stabilized. Competitor epicardial leads were placed at that point. When attempting to place an ra lead, the patient stopped breathing and had no pulse. Attempted pacing through the rv showed no capture. CPR was performed but the patient expired. Physician does not allege any device malfunction.